Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella 2.5 device for mechanical circulatory support. It was reported after the successful wean and explant of the impella 2.5, a covered stent was placed to achieve hemostasis at the impella access site due to damage caused by the perclose device that was deployed at the start of the case.